Manufacturer narrative:
No sample collection or centrifugation data was supplied by the customer. Customer product line support (cpls) investigated this issue and determined that the original reagent pack (s/n (B)(4)) was contaminated after being put into use. The customer did not indicate that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining higher than expected results for carcinoembryonic antigen (cea) results on one (1) patient's sample, generated by the unicel dxi 800 access immunoassay system and used in conjunction with access cea reagent pack (lot # 195028 s/n (B)(4)). The customer also reported that the cea qc was recovering high (>2 standard deviation). Review of the archive data file indicates the s0 rlus were 15 times higher than the qc release data. No erroneous results were reported out of the laboratory. The customer recalibrated on a new reagent pack (s/n (B)(4)) from the same lot. The qc recovered within expected ranges and the patient's sample was repeated, resulting within the normal reference interval. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.